Event description:
The instrument was used during a right colon resection. It was reported the surgeon placed right colon into jaws of tlc75, fired knob forward, then manually had to pull back. When the instrument was opened, only half of the staple line existed, but still cut completely. Surgeon clamped bleeding, then hand sewed to acquire hemostasis. The surgeon reloaded another cartridge into same gun, pushed fire knob forward and same scenario occurred. Half of staple line stapled and full cut line. Surgeon controlled bleeding by hand sewing again. Rep returning two tcr75 reloads, lot number j4243r with instrument. One is in the instrument (the second reload used). The loose reload was fired first. There was no consequence to the pt. No buttressing material was used.